Event description:
It was reported that noise oversensing, with no pacing inhibition, was observed on this right ventricular (rv) lead. The physician abandoned the lead surgically and implanted a new lead. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.